Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor had no telemetry. The remote monitor displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. Troubleshooting steps were taken to no avail. The patient was referred to clinic. The monitor is still in use. The device is still in use. No patient complications have been reported as a result of this event. It was reported that no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.